Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence and fluid loss. The fluid loss was caused by the age of the device and wear and tear. The existing aus was removed and replaced with a new one. No further patient complications were reported.